Event description:
It was reported that the patient had been hospitalized due to hyperglycemia on (B)(6) 2025 with their blood glucose levels being 28 mmol/l (504 mg/dl). The patient reported that their omnipod 5 controller was alarming and would reboot constantly. Additional information regarding the medical event was solicited, but unavailable. If additional information is received it will be submitted in a follow up report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the omnipod 5 controller was alarming and would reboot constantly. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.